Event description:
The pt was undergoing a catheter revision. The hcp programmed a bolus of drug to reach the tip of the catheter to resume intrathecal baclofen therapy. The hcp miscalculated the bolus dose by 0.26ml. The pt received an extra 520 mcg of baclofen over 17 minutes. The pt experienced respiratory depression and was ventilated from 10 am to 9 pm. The hcp provided close observation of the pt. The pt recovered without sequela.